Event description:
It was reported that when articulating the force bipolar instrument during a da vinci assisted appendectomy, a piece of the arm was not in the proper place causing damage to the patient. During follow up with the surgeon, it was learned that the instrument broke while trying to grip fatty tissue and then would not come through the cannula, so the cannula was removed with the instrument. The surgeon reported there was no patient injury. However, during subsequent follow up with the robotics coordinator (roco), it was stated there was patient injury reported from the staff present during the procedure and mentions the injury is visible in the procedural recording.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event. A video clip associated with this reported event was submitted for review. The video does not show any obvious tissue catching on the instrument or any active bleeding caused by the instrument, but the instrument is off screen at the beginning of the video so it cannot be determined if or when any tissue damage may have occurred. What can be confirmed in the video is that the force bipolar instrument has the back end of one of the jaws displaced at the wrist which manifested in the surgeons inability to open or close the jaws in the video.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: the robotics coordinator (roco) confirmed there was no medical intervention performed for the injury and the surgeon believed that "they would close on their own." The force bipolar instrument was returned to intuitive surgical, inc. (Isi) and the failure analysis investigation was completed. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Correction: b1 the reportability of this complaint has been corrected to a malfunction only due to the confirmation received in the additional information that no medical intervention was performed. Therefore, this is not classified as a serious injury.